Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the valve was implanted, the patency test was performed. It was stated there was liquid in the distal end, and since the patency test was performed in the liquid, the leak was not noticed in the reservoir. When the valve was implanted in the body, gauze was used to dry the valve and found that it had water droplets on the reservoir. It was determined that the patency of the reservoir was incomplete, and there was a gap. It was noted that there was a procedure delay of 60 minutes. The valve was replaced, and the patient's status was alive - no injury. The patient's medical history was hypertension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for valve flux testing. The valve did not meet the requirements for siphon, reflux, pressure/flow and preimplantation testing. Tears were observed in the casing of the valve. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ crystalline debris and proteinaceous debris were observed on the interior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminates are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ and ¿shunt obstruction may occur in any of the components of the shut system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.